Manufacturer narrative:
Correction d6a: the correct implantation date is (B)(6) 2023; not (B)(6) 2023 as previously reported in initial report on october 16, 2025. Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to an infection (site of infection not confirmed), electrode migration/incorrect placement and performance decrement. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.